Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro jaw turned red hot as soon as the hemopro extension cable was plugged in. The staff immediately disconnected the hemopro device from the extension cable. A replacement extension cable was opened and connected to the same hemopro device and the procedure was successfully completed. The hospital did not report any pt complications. The staff believed that it was the extension cable because after they replaced the cable, there was no further issues. The cable has been sterilized five times.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).